Manufacturer narrative:
A vyaire third party service technician was able to verify the customer's reported issue. The o2 blender and power board has been replaced and the reported issue was resolved. The device passed all testing and met all specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the ltv1200's blender has leak. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.